Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog and 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) level was 291 mg/dl. The customer stated that the high bg was also due to not administering a bolus for a meal. A correction bolus was delivered to address the high bg. A pump system check was performed. The pump and infusion set tubing were found to be functioning as expected. The customer changed the infusion set site and received another occlusion alarm. The customer was to change the cartridge. Reportedly, the customer had been using the cartridge for 4 days.